Event description:
It was reported that the issue began in 2014. A dye study was attempted but the physician was unable to aspirate or push the dye. On (B)(6) 2015, the patient was taken to surgery. The surgeon described the issue as "gunk" in the catheter preventing flow. The entire catheter was replaced. The hcp (healthcare professional) tried to push saline thru the spinal segment after it was removed and it only came out of one hole; after using great force, it came out of an additional hole. The patient had return of pain and reported passing out related to the event. The patient was doing fine after the catheter replacement procedure. The device system was delivering clonidine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer. Patient product ID 8709. Serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Prior to the replacement surgery, the device system was delivering dilaudid 20.0 mg/ml at 5.998 mg/day and clonidine 250 mcg/ml at 74.98 mcg/day.